Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
It was reported that the communicator was not connecting and does not have power after connecting to an outlet that fried. The patient advocate reported no lights on the communicator. There was no light on the communicator power brick. A boston scientific company representative advised to connect the communicator to another outlet. Subsequently, there was no light on communicator nor the power cord. A boston scientific company representative verified that a communicator replacement was sent. The communicator is no longer in service.

Event description:
It was reported that the communicator was not connecting and does not have power. The patient advocate reported no lights on the communicator. The communicator was connected to an outlet that fried. There was no light on the communicator power brick. A boston scientific company representative advised to connect the communicator to another outlet. Subsequently, there was no light on communicator nor the power cord. A boston scientific company representative verified that a communicator replacement was sent. The communicator is no longer in service. Additional information from product investigation indicates that the communicator allegation was confirmed. The returned communicator power adapter was unable to power the communicator due to an internal anomaly. There were no signs of visual damage observed on the communicator brick plate, power cord or power jack. There were no signs of seepage or electrical overstress. The communicator power adapter light emitting diode (led) was not lit.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product investigation indicates that the communicator allegation was confirmed. The returned communicator power adapter was unable to power the communicator due to an internal anomaly. There were no signs of visual damage observed on the communicator brick plate, power cord or power jack. There were no signs of seepage or electrical overstress. The communicator power adapter light emitting diode (led) was not lit. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.